Manufacturer narrative:
(B)(4)

Event description:
It was reported during a follow-up, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The patient was sent to a specialized center for more evaluation and a possible resolution. No further information is available.